Event description:
The pump was returned for investigation. Investigation revealed that contamination was found under the button contacts. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: contamination was found under the up arrow and contrast button contacts when the keypad was removed. The contrast button was unresponsive and the keypad was torn over the button itself. The up arrow, down arrow, and ok buttons responded properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).